Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim t was reported by the customer that the pump read pump error then a pop-up said with tubing. When rn opened the channel, the tubing had suction to itself. Switched channel and opened and closed on tubing to fix pressure problem.flush with the short tubing completed without difficulty.